Manufacturer narrative:
Concomitant medical products: 23 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device's right ventricular electrogram was displaying sensed atrial paced events, and ventricular events were noted on the right atrial electrogram. The right ventricular lead was also counting short v-v intervals. Reprogramming the r wave sensitivity was discussed, and the lead and device are still in use. No patient complications have been reported as a result of this event.